Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button non-functional) was confirmed. As received, the front response button was damaged. The cause of the non-functional response buttons is the damaged front response button. The root cause of the damaged response button is physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.